Event description:
Patient called in to report that he had 4 freestyle libre 3 sensors that were defective and that he received a recall letter from walmart for the sensors dated (B)(6) 2025. Device code: 2588, 1420. Patient code: 4582. Reference reports: mw5181137, mw5181139, mw5181140.